Event description:
A review of returned films 1-month post-implant confirmed that the stent grafts were implanted from just distal to the lsa, extending distally into the descending thoracic aorta. Beginning near the bare spring of the most proximal device, a type a dissection is seen extending retrograde a short distance into the ascending thoracic. Beginning approximately 4cm proximal from the distal end of the device, a type b dissection is also seen extending distally to the level of the sma. No stent graft issues could be seen. The maximum taa diameter is approximately 6cm. The proximal stent graft od is 30mm. At the distal stent graft margin the true flow lumen diameter is 23 x 34mm, and at the level of the sma the true lumen flow lumen diameter is 18x23mm. The cause of the dissections could not be determined. Films pre-implant and immediate post-implant were not provided. It could not be determined if may have been caused by the stent graft or if more likely a patient condition due to disease progression of the pre-implant dissection.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in zone 3 for the emergent endovascular treatment of chronic type b dissection. The proximal neck was 33 mm in diameter. The caudal to left subclavian artery is 30 mm in diameter. The distal proximal neck was 29 mm in diameter. Total treatment length was 243 mm in length. It was reported that new dissections were observed at the proximal and distal sites of the stent graft. The physician stated that this event is most likely related to the patient anatomy. The shape of the blood vessels may have a tendency to cause dissection. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.